Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that an out-of-box failure occurred at the customer site during the go-live phase, with the device displaying error code 41786. The event happened during the implementation of the pump at the facility.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional test were performed, and the error code was confirmed. The error code was cleared to fix the issue.